Event description:
This event occurred during off label use in the left atrium. The ensite 3000 system and ensite catheter was being used to map a left atrial tachycardia. A 6 fr multipurpose catheter was used to place the .035 guidewire into the la. With some difficulty, the physician was eventually able to place the guidewire into the lspv. While guiding the ensite catheter though septum, the guidewire fell out of the lspv. The physician then attempted to manipulate the guidwire back into the lspv. After placement, the physician then mapped the tachycardia and delivered 2 rf burns at 6 o'clock on the mva. The pt was given isoprel to induce further tachycardia, it was at this point that the nurse noted a drop in blood pressure. They removed approximately 370cc of aterial blood from the pericardial space and the pt's blood pressure recovered.